Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193 lead, implanted: 2002-(B)(6); 2872 adaptor, implanted: 2002-(B)(6). (B)(4).

Event description:
It was reported that there was difficulty in extracting the left ventricular (lv) lead and during the extraction procedure the right atrial lead became dislodged. Neither the lv or ra leads were able to be explanted and therefore were capped and replaced. No patient complications have been reported as a result of this event.